Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
Diabetes nurse, (B)(6), reported that the patient's blood glucose (bg) was low (exact bg levels were not provided) and that he gave himself the wrong dosage which made him feel very sick. An ambulance was called and upon their arrival he was taken to the hospital where they gave him a manual injection of glucagen. He was later released from the hospital. The nurse also reported that the patient was having issues with his pdm (personal diabetes manager) where it would reset and require him to fill in the date again. This would also happen when he replaced the batteries. Nurse believed the hospital visit was due to the pdm issues. She did not provide any further information regarding the hospital visit as this event happened 2 months ago.